Event description:
Per the audiologist, the patient reported a decrease in performance. An integrity test done (B) (6), 2009 indicated normal receiver stimulator function with some electrode anomalies. Explant and reimplantation is planned but had not been scheduled at the time of this report april 20, 2009.

Manufacturer narrative:
(B) (4).